Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation, a low flow alarm was seen on (B)(6) 2022 that was resolved with hydration. Frequent pulsatility index (pi) events were also noted. The patient had a large portion of the driveline proximal to the modular cable connection covered in rescue tape. Underneath the rescue tape, it appeared the woven armor layer was slightly frayed and a small section of the bionate layer was exposed. The damaged section of the driveline was secured with rescue tape. X-rays of the driveline did not show any obvious areas of breakdown or compromise to underlying wires. The log file also did not reflect any issues with the driveline wiring.

Manufacturer narrative:
Manufacturer's investigation conclusion:evaluation of the submitted images confirmed damage to the outer jacket of the pump cable. Although a specific cause for the observed damage could not be conclusively determined, it did not appear to contribute to a functional issue. Additionally, the report of the low flow alarms could not be confirmed through the evaluation of the submitted log files.review of the submitted images confirmed damage to the outer jacket of the external portion of the pump cable. The underlying armor layer appeared to be slightly frayed, but still intact with no wires exposed. The damage appeared to be cosmetic only. Additionally, an x-ray that captured internal and external portions of the patient¿s driveline was provided. No areas of concern were observed.the controller event log file contained data from 26jul2022. Of note, the log file captured 125 pulsatility index (pi) events within the approximate 8-hour time period. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed.the patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and no further events have been reported at this time.the heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available.section 1 of the IFU, ¿introduction¿, addresses all pump parameters.section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow.section 5 of the IFU, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 of the IFU, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 2 of the patient handbook, ¿how your heart pump works¿, and section 4, ¿living with the heartmate 3¿, caution: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 4 of the patient handbook also contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which cautions the user not to twist, kink, or sharply bend the driveline.section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook.the relevant sections of the device history records for mlp-002291 were reviewed and showed no deviations from manufacturing or quality assurance specifications.the implant kit was shipped on 21aug2015.no further information was provided. The manufacturer is closing the file on this event.